Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number of the device that was in use is unknown. The customer contact identified one possible lot numbers (plots). The possible lot number is 304804w. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, the customer contact reported that after the tubing set was primed with normal saline and prior to patient use, the nurse folded back and inserted an unspecified length of the tubing of the tubing set into the shutoff slot on the cair clamp of the tubing set. At this time, the solution container was hung on an IV pole to await the patient's arrival. After an unspecified length of time after the patient's arrival, it was reported that the tubing was removed from the shutoff slot and the option-lok male adapter of the tubing set was connected to the patient's aphaeresis catheter. At this time, the cair clamp was opened. It was reported that within seconds, the nurse noted bleedback into the tubing set. The customer reported that approximately one tablespoon of the patient's blood leaked from a nick in the tubing. The nurse clamped the tubing set. The location of the leak was described as above the lower pre-pierced injection site, but below the clamp of the tubing set where the tubing had been inserted into the shutoff slot. The tubing set and saline container were replaced and the therapy was resumed. The customer contact reported a minimal delay of therapy of approximately five minutes due to the tubing set being reclamped, disconnected, and replaced; however there were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.